Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was that they were in a car crash on (B)(6) and they were concerned about their device. Pt said that they had a MRI done of lumbar and cervical, but they were having pain on the opposite side of their body as the ins but at the same level. Additional information was received from the patient (pt). Pt reiterates their pain was from the car accident on october 13th. No actions or interventions have been taken to treat their pain, and their pain is not resolved. Additional information was received from patient (pt) who reported that the implantable neurostimulator (ins) pocked out of their skin a bit and patient said they just assumed this was normal. Patient reported some tenderness around the implant site. They reported it had always been like this. Patient was redirected to their healthcare provider (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.